Manufacturer narrative:
(B)(4). The reported issue of increased intra-peritoneal volume (iipv) (high drain 103 alarm) was confirmed over the phone. A cause was undetermined. Device and service history reviews revealed that no issues were identified that may have contributed to the reported problem. This issue is being investigated through a CAPA.

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the caregiver (cg) reported a high drain 103 alarm. The technical service representative (tsr) explained that the alarm means that a very high drain volume was recorded in cycle 3 of last nights therapy. The ultrafiltration (uf) in cycle 3 was 2108ml. The tsr questioned the cg about the home patient (hp) current condition and the hp felt good now. The cg informed the tsr that the registered nurse (rn) had the hp use a stronger dextrose solution last night of 4.25 and 2.5 and the hp normally only uses 2.5. The rn wanted a stronger solution because the hp had a lot of extra fluid onboard. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.